Event description:
A customer reported that a system message displayed during a vitrectomy procedure. The case was completed with a back-up without harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause could not be conclusively determined. (B)(4).